Event description:
It was reported that patient underwent an initial hip arthroplasty. Subsequently, a revision procedure due to implant fracture was performed. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer, biolox delta head 28 l item# 00-8775-028-03 lot# 2777817l14. Zimmer, trofix plate 150mm item# 02.02270.150 lot# unknown. Arthrex, fibretape cerclages item# unknown lot# unknown. Report source: foreign - germany. Investigation of this incident is currently ongoing. A followup/ final report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified ductile fracture of stem across distal. In addition, there is evidence of surface damage and significant scratches, however this could have been caused during explant. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture of the right proximal femur with subsequent revision and anatomic alignment. Later femoral and femoral implant fracture with varus angulation. Subsequent revision with anatomic alignment. Bone quality appears osteopenic which could contribute to the fracture. Arthroplasty alignment is maintained on all images. There is femoral implant loosening secondary to the implant shaft and adjacent femur fractures. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified ductile fracture of stem across distal. In addition, there is evidence of surface damage and significant scratches, however this could have been caused during explant. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture of the right proximal femur with subsequent revision and anatomic alignment. Later femoral and femoral implant fracture with varus angulation. Subsequent revision with anatomic alignment. Bone quality appears osteopenic which could contribute to the fracture. Arthroplasty alignment is maintained on all images. There is femoral implant loosening secondary to the implant shaft and adjacent femur fractures. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.